Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the surgeon performed an interbody fusion (l3 to l5) for spondylolisthesis. The leftmost of the three set screws was properly torqued by the torque driver shaft in question. The rightmost set screw did not torque out, and the tip of the torque driver shaft got stripped. Although the surgeon tried to torque the set screw several times, the driver shaft was idled. The center set screw also did not torque out due to idling of the torque driver shaft. The surgeon tightened the set screws with a qc polyaxial screwdriver. The rightmost set screw itself got stripped, and the center set screw was tightened to some extent. Nonetheless the set screws got stripped, the transverse was tightened to some extent. The surgeon determined that it was difficult to replace the transverse, and the surgery was completed successfully without any surgical delay. It was confirmed by x rays that there were no broken pieces in the patient¿s body. This report involves one expedium sfx cross connector system torque driver shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility name: kanagawa prefectural welfare federation of agricultural cooperatives isehara kyodo hospital reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the receiving inspection (ri) for sfx x20 torque driver shaft was conducted identifying that lot number nw276595 was released in one batch. Batch 1: lot qty of (B)(4) units were released on 09 sept 2021 with no discrepancies. Supplier: depuy: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sfx x20 torque driver shaft was found the tip stripped. No other defect was found. A dimensional inspection for the sfx x20 torque driver shaft was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the sfx x20 torque driver shaft would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.